Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The device was cleaned and pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. Testing showed no internal or external leaks. Subsequently, product performance testing was performed at a 1:1 ratio (7 liters/minute blood and gas flows). The device was found to function as intended as results were as expected for a used device. Additional information: pump records showed the fraction of inspired oxygen (fio2) to be 21% throughout the case and no attempt was made to increasing the fio2 to achieve a greater partial pressure of oxygen (po2). The device¿s instructions for use state: initiate gas to blood flow ratio of 1:1 with a minimum fio2 of 80%. Arterial po2 is controlled by varying the percent concentration of oxygen present in the ventilating gas. To decrease the po2, decrease the amount of oxygen in the ventilating gas by decreasing the fio2 on your oxygen blender. To increase the po2, increase the amount of oxygen in the ventilating gas by increasing the fio2 on your oxygen blender. Conclusion: available information suggests that the clinical observation was a result of the user using the device outside the recommendations specified in the device¿s instructions for use. The device performed as intended during analysis and the device¿s performance is not considered to be a contributory cause of the product event. Patient information was not provided by the customer. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information indicating that during an aortic valve replacement case, using this trillium coated affinity oxygenator, the customer observed that the blood was not being oxygenated. All the systems appeared to be working but the issue could not be resolved. Seven minutes into the case blood gas results revealed low oxygen results, a new test at ten minutes also showed low oxygen values. Due to the low values ventilation was started. However, there were no changes to gas values. The valve replacement procedure was completed while patient was on ventilation. The following day the patient was extubated and remained in the ICU. Additional information was received through pump records. Records show that the fio2 (fraction of inspired oxygen) value was 21% throughout the procedure.